Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions revealed inappropriate mode switch episodes caused by far r oversensing. Programming changes were made, which reduced but did not completely resolve the oversensing. The patient was stable.